Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because the tool was discarded by the customer. Device history review could not be performed because the tool lot number was not reported. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause the tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type.

Event description:
It was reported during a micro endoscopic discectomy (med) for a lumbar spine hernia the surgeon was drilling and the tool bur broke. Pieces of the tool were retrieved, and the procedure was completed with a backup tool. The surgeon suspected some fragments of the tool remained within the patient, which were unable to be retrieved. On follow up, it was confirmed a CT scan was performed after the procedure and pieces of the tool remained within the patient. It was also indicated the surgeon did not want to perform additional surgery to retrieve the pieces. Inquiry into the patient status found there had been no health problems for the patient related to this event. Attempts to obtain the broken tool for analysis were unsuccessful, as the surgeon had discarded the tool and the retrieved pieces at the time of the surgery. Additional patient information was unable to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.